Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed flow rate test low message. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: it was reported that a spectrum pump failed the flow rate test with a low result. There was no known patient injury or medical intervention associated with this event. No additional information is available. Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition failed flow rate test low was not verified. A review of the event history log was performed. The customer did not provide an event occurrence date, however multiple infusions were run to completion during the last days of customer use. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.